Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) lead due to non function. A spectranetics lld ez lead locking device (lld ez) was inserted into the lead, with suture used as well, to provide traction. Beginning with a spectranetics 16f glidelight laser sheath with the glidelight''s outer sheath (first sheath of two, packaged with the glidelight), and then switching to a spectranetics 13f tightrail rotating dilator sheath, evidence of lead externalization and snowplowing (lead insulation bunching up on itself) was noted. At that time, the tightrail''s mechanism jammed, and the tightrail was removed from the patient. Switching back to the same glidelight with the glidelight''s second outer sheath and with use of fluoroscopy, it was detected that the second outer sheath was damaged. Upon removal from the patient, a sharp edge was confirmed. A second 13f tightrail was used to successfully extract the rv lead, and the procedure was completed with no reported patient harm. This report captures the glidelight''s second outer sheath, sharp edge, potential for harm.

Manufacturer narrative:
A4): patient's weight unk. B7): other relevant history unk. H3/h6): the device has been returned to the manufacturer and the evaluation is currently ongoing. A supplemental MDR will be submitted upon completion of the device evaluation and investigation. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Manufacturer narrative:
G3): the device evaluation and investigation were completed 14mar2024. H3): the glidelight and two outer sheaths were returned for evaluation. Glidelight: the device was in good working condition with no damage observed. First outer sheath: visual inspection found heavy wear at the distal tip, and a kink was noted 10 cm from the distal tip. No sharp edges were found on the outer sheath. Second outer sheath: visual inspection revealed a split, located from the low point of the beveled distal tip, extending 9 cm in length. The split area has signs of heavy wear, with sharp edges observed. H6): additional information obtained from the distributor indicated there was heavily calcified tissue and lead fragments surrounding the lead. Based on device evaluation and investigation, patient condition and non device related factors were likely the cause of the damage identified. Investigation findings code changed to 3243 (from 3233). Investigation conclusions codes changed to 50 and 4310 (from 11). All other codes remain applicable as listed in the initial MDR. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.